Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of pulsating - diaphragmatic stimulation- at night. The patient was brought into clinic the complaint of stimulation could not be reproduced. During interrogation the right atrial lead exhibited noise when the patient was lying on their side. The patient was stable, discharged and was advised to see their following physician.